Event description:
Pt underwent endovenous laser ablation of the left lower greater saphenous vein and upon completion of the laser, the fiber was removed from the insertion site and it was noted that the tip of the laser fiber was not present. Ultrasound scan of the leg subsequently revealed the tip of the fiber was in the ablated vein in the distal portion of the leg near the insertion site. Dates of use: (B)(6)2010. Diagnosis or reason for use: venous insufficiency with venous reflux.